Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance. Technical services (ts) provided insight on what could have caused the single out of range impedance value. Ts recommended troubleshooting actions. The device remains in use. No adverse patient effects were reported.